Event description:
A report was rec'd that the pt was explanted, by a non-bsn physician, due to a scalp infection. The explanting physician did not believe the infection was device or procedure related. The pt was given oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.